Event description:
Complainant alleged that during biomed testing the device would intermittently change from paddles to pads mode while connected to paddles. Complainant indicated that there was no pt involvement in the reported malfunction.